Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a thrombotic de novo lesion in the superficial femoral artery. A ht command 14 guide wire was advanced to the lesion and a thrombectomy catheter was advanced over the guide wire. However, resistance was felt and the thrombectomy catheter became stuck on the guide wire. The thrombectomy catheter and guide wire were removed together as a unit. The procedure was successfully completed with a non-abbott guide wire and the thrombectomy catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. A visual, dimensional and functional inspection were performed on the returned guide wire and the reported difficult to advance/position and difficulty to remove were unable to be confirmed as the guide wire was able to advance and tract from the returned non-abbott catheter reported. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulty to advance/position and difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.